Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed top case was cracked on both front corners, the right plunger case, both timing plates, push block, gear cam, and square shaft were missing. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The root issue was caused by the customer's incorrect assembly of the device. Reassembled the whole plunger assembly. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump would not recognizing syringe. No patient injury was reported.